Event description:
Shock impedance rose from 90 ohms in may to 130 ohms at the moment. In the impedance trend it was noted that it also reached 150 ohms at times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).